Event description:
Procedure: anterior resection. According to the reporter: after firing on colon, there was bleeding and a noticeable amount of staples were not properly formed. The surgery was converted to open to finish the procedure. Surgery time extension was reported as one hour.

Manufacturer narrative:
(B) (4).